Event description:
It was reported that an apogee graft was implanted greater than 12 months ago. The pt experienced pain during vaginal examination and a mesh protrusion was palpable at the vaginal incision site, no mesh extrusion was found. On (B)(6) 2012, the pt had a surgical revision procedure to release mesh "band constriction from contraction." Details of the original implant procedure are unk.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.